Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during initial implant procedure, the right ventricular lead exhibited low r-waves and high capture thresholds. Attempts to reposition the lead did not resolve the issue and eventually there was difficulty with the helix retracting or deploying. The lead was removed and replaced. Patient was stable before, during, and after the procedure.